Manufacturer narrative:
The returned device was examined. The clip on the side of the shield was determined to have broken off during product use; the complaint is confirmed. There was a design enhancement made to mitigate this issue; however, the device associated with this report was manufactured prior to the enhancement.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report four of four for the same complaint, reference 3004485144-2016-00059 through 3004485144-2016-00061.

Event description:
The sales associate reported five light waveguides that were broken when they came out of the retractor. No adverse events were reported.